Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message multiple times with multiple cartridges during the load process. Customer had elevated blood glucose levels in the low 200 mg/dl range. Customer used insulin pens to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.